Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under the key contacts and a dim display. This report is made based on the results of an investigation completed on 01/07/2014

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 01/07/2014 with the following findings: visual inspect confirms keypad button cover is intact to the base with no evidence of peeling. All keypad buttons are responsive. The 'up' 'down' and 'ok' buttons symbol on the keypad cover were worn / illegible. When keypad cover removed to check the condition of key contacts, contaminations is visible under all of key contacts. Unrelated to the complaint, the the display screen also has a dim pink and fading text.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release